Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler noticed with a blank screen. The screen was blank during power up. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The reported issue is not a result of the supplies. The fresenius technical support rep issued the patient a new cycler. They also instructed them to notify pdrn about the replacement. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.